Event description:
It was reported that during a surgical procedure the system did not recognize any that any bone had been resected. No clinically significant delays or adverse consequences were reported with this event.

Manufacturer narrative:
The log files and folders were not provided for evaluation; therefore, no root cause could be determined.

Event description:
It was reported that during a surgical procedure the system did not recognize any that any bone had been resected. No clinically significant delays or adverse consequences were reported with this event.